Event description:
It was reported that customer received a minimum fill notification while attempting to reload the cartridge with less than 80 units of insulin, and technical support educated customer on recommended minimum insulin amount. There was no reported adverse impact to the customer.